Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that the target lesion was the cx and the proximal part of the vessel was angulated. The lesion was wired and dilated with a 3.0 x 20 mm voyager balloon with difficulty. An attempt was made to stent the vessel with three different stents, a 2.75 x 12 mm xience v, a 2.75 x 18mm xience v and a 2.75 x 15mm promus. As the proximal vessel was angulated it was hard to get the stent delivery systems (sds) down requiring force to be applied, and the shafts of all three sds separated. The lesion was eventually abandoned for stenting. A cine cd of the procedure is being returned.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to perform an evaluation at the time of this report. The 2. 75 x 12 mm xience v (part 1009528-12, lot 8082841), has been filed under MFR# 2021468-2009-01940. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen, on the balloon and on the stent implant. There was no contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There was no damage noted to the tip or inner member. The hypotube and jacket were separated 21.9cm distal to the strain relief tubing. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The jacket was jagged and stretched at the separation. There was one kink in the hypotube, 1.2 cm proximal to the separation. There were three bends in the hypotube, 8mm, 1.2 cm and 9.4 cm distal to the separation. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. A snap gauge was used to measure the outer diameters of the stent implant these met mfg criteria. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.